Event description:
There was an allegation of questionable sodium electrode and bicarbonate assay results with several patient samples tested on the cobas 4000 c311 stand alone system. Sample 1: the initial sodium result was 150 mmol/l. The repeat sodum result was 136 mmol/l. Sample 2: the initial sodium result was 216 mmol/l. The repeat sodum result was 140 mmol/l. Sample 3: the initial bicarbonate result was 50 mmol/l. The repeat bicarbonate result was 23.2 mmol/l. The field service engineer (fse) cleaned the cuvettes, fixed a damaged vacuum tube, and performed qc and calibration successfully. However, additional questionable results were generated. Sample 4: the initial sodium result was 158 mmol/l. The repeat sodum result was 139 mmol/l. Sample 5: the initial sodium result was 128 mmol/l. The repeat sodum result was 139 mmol/l. Sample 6: the initial sodium result was 128 mmol/l. The repeat sodum result was 142 mmol/l. Sample 7: the initial sodium result was 123 mmol/l. The repeat sodum result was 141 mmol/l.

Manufacturer narrative:
The electrode and reagent lot numbers were requested but were not provided. The investigation is ongoing.